Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens (iol) implantation, the patient experienced endophthalmitis in both eyes. Additional information was received stating that the symptoms might be caused by patient's allergic reaction against acryl. The patient symptoms were recovered. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Correction information was provided in b.5.- this report is associated with the left eye where as in initial MDR sent it was incorrectly mentioned as right eye. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product, as user facility reported that according to the surgeon "there were no problem of both iols and it was considered that the symptoms might be caused by patient's allergic reaction against acryl". Based on this information, the device did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).

Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye.